Event description:
Pt reported erratic blood glucose (76 - 396 mg/dl). She stated that her blood glucose measured 396 mg/dl, which she treated with a 5u bolus. Two hours later, her blood glucose measured 76 mg/dl. Pt disconnected from the device, and after 2 hrs, her blood glucose measured 362 mg/dl. She believes she is not getting the correct amount of insulin during basal delivery. No error messages were generated by the device.